Event description:
A malfunction alarm displaying code "malf 9" was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and guided the customer through the process, ensuring the issue did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again.